Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3., b.5., b.6., d1, d2a, d2b, d4, d.9., g4, h.3., h4, h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device status is unknown. This record relates to the right side.